Manufacturer narrative:
Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, functional testing as well as visual testing cannot be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed and it could not be definitively determined if the device failed to meet specifications because the product was not returned. The event description states "the stent was deployed successfully but after deployment the operator did dsa to see thrombus was formed". Based on the information provided in the complaint, medical intervention was required where medication was administered and and then a second stent was deployed to finish the procedure. No prolonged hospital duration was required. Based upon medical review, the harm observed in the complaint is anticipated in nature as per the device risk assessment. An assignable cause of anticipated procedural complication will be assigned to the reported 'patient vessel thrombosis' as a product related root cause does not apply and the issue is due to a known physiological effect of the procedure and/or patient condition noted with the directions for use, product labeling and/or risk documentation files.

Event description:
It was reported that after the subject stent was successfully deployed, the physician performed dsa (digital subtraction angiography) and observed that thrombus was formed. Medication was provided to the patient to do drug thrombolysis and a second stent was deployed to finish the procedure. No additional information available.

Event description:
It was reported that after the subject stent was successfully deployed, the physician performed dsa (digital subtraction angiography) and observed that thrombus was formed. Medication was provided to the patient to do drug thrombolysis and a second stent was deployed to finish the procedure. No additional information available.